Manufacturer narrative:
Refer to medwatch # 2017233-2011-00303 for the report on the two gore tag thoracic endoprostheses.

Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm with a chronic dissection of the distal arch and descending thoracic aorta. During advancement of a 24 fr gore sheath, it was reported there was significant resistance in advancing the sheath in the friable left common femoral artery towards the aortic bifurcation. The two gore tag thoracic endoprostheses were implanted. Upon withdrawal of the sheath, the patient's blood pressure dropped, and an arteriogram showed a rupture site in the proximal left common iliac artery and distal left external iliac artery. Multiple devices were implanted to repair the ruptures. The patient tolerated the procedure.